Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that an alert was triggered for elevated pacing impedance of the right ventricular (rv) lead due to a lead tip fracture. In addition, the lead exhibited high thresholds. The lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.